Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was in severe pain and had been to the hospital twice in the last month, when the patient was at the hospital, they added more to the pump and where they put it hurts and it's black and blue. The black and blue spots have gone away but now the patient had swelling back there and was wondering what was wrong. It was noted at the hospital they took x-rays and just gave the patient morphine. The patient noted " I can't stand the pain anymore" and "I'm sick to my stomach it hurts that bad." The patient noted they wanted the lord to take them since it hurt so bad. It was noted it was not doing anything and not working. The issue had been going on for about 6 weeks.